Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when trying to deploy the nitinol wire through the ez pass by turning the knob on the ez pass, the device was not deploying the nitinol through the tip of the ez pass. It would push back occasionally through the bottom and sometimes would pop up through the tip of the ez pass, but the surgeon did not want to risk it not deploying once inside the patient. Another ez pass was used instead. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed ez pass 70 degree left is returned for evaluation. Functional check was performed and the device worked as intended. DHR was reviewed and no discrepancies were found. No failure detected, device operated within specifications. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.